Manufacturer narrative:
The device was returned to olympus for inspection and the reported no image failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: incompatible scope error (e315). A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the e315 scope error is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image. There were no reports of patient involvement.